Event description:
It was reported, the cysto-nephro videoscope exhibited air/water leakages or fluid invasion after it was accidentally run in the reprocesser without the cap on. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the result of the investigation, the customer's allegation was confirmed. It was presumed that the defect was caused by mishandling of the customer. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures caution ¿ attach the eto cap to the venting connector before sterilizing. If the eto cap is not attached to the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section. Olympus will continue to monitor field performance for this device.